Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy. In addition, it was reported that the usb cable was bent and the customer experienced difficulty charging the pump as a result. Replacement cable was sent to the customer. There was no reported impact to customer's blood glucose level.